Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is device won't power on and smell like a strong chemical. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed that pca is damaged and traces of burn. The customer complaint was reproduced. There was multiple error codes have been identified.